Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer was acknowledging an auto-off alarm, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 94 mg/dl. It was indicated that the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.